Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in the decision to explant the device on (B)(6) 2018. It was also reported that oral and IV antibiotics were administered (date not reported) and the infection has cleared. The patient has elected not to have a device reimplanted.